Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
A mother reported that her daughter had a tampon with a string that was too short and she had difficulty removing the tampon. She was able to manually remove the tampon and did not seek medical assistance.